Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the dentist performed a comprehensive oral examination with radiographs and periodontal charting. The dentist found serious lesions that can be restored with fillings and remineralization treatment. Additionally, dentist stated malocclusion with a deep bite of 100% overbite. Patient is missing 4 premolars removed as a child due to ortho treatment. Patient has spacing between teeth and radiographs show that roots are tipped in various directions to compensate for spacing. The lower jaw seems significantly retruded. Dentist recommends discontinuing treatment and treatment by an orthodontist.